Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-05911. It was reported, the pt experienced overstimulation on a couple of occasions after stimulation was activated. As a result, the pt has chosen to not use her scs system. It was also reported the pt had difficulty communicating with the ipg using the charger.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.